Manufacturer narrative:
The us agent for the product in regards to FDA reporting is fresenius kabi, llc (B)(4). According to the hospital's information, the personnel was trained in the use of this device. The disposable set (p/n 9007601; lot # wkt252) was not retained for investigation. The as104 device was re-checked by a service technician and the device passed preventive maintenance check without deviations. The full documentation, records and printer protocol (device printout) on the reported complete treatment needs to be obtained from the hospital to do an investigation of the incident.

Event description:
Patient received red blood cell exchange. Hematocrit was reported to have dropped to clinical low level. Patient received as intervention 7 units of packed red blood cells. The as104 device (B)(4) will be evaluated. The rbc disposable set (p/n 9007601 lot# wkt252) was not retained for investigation. Device print-out was not provided for investigation.